Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a (B)(6) female patient who had essure inserted (lot no. 624830). Additional non-serious events are detailed below. Other product or product use issues identified: device monitoring procedure not performed ("she didn¿t undergo an essure confirmation test"). As concurrent condition the report mentioned body mass index normal. Concomitant products included singulair (montelukast sodium) since 2017, allegra [fexofenadine hydrochloride] since 2017, zoloft (sertraline hydrochloride) from 2010 to 2013, other therapeutic products from 10-jun-2008 to 2017, tylenol [paracetamol] and oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, one day after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), hot flush ("hot flashes/hormonal changes"), migraine ("worsening of her migraines/migraines"), headache ("worsening of her headache"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), depression ("worsening of her depression/psychological or psychiatric problems"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue/fatigue"), hypersensitivity ("allergic or hypersensitivity reaction"), premature menopause ("premature menopause"), gastric disorder ("stomach problems/gastrointestinal or digestive system condition"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2008 she experienced genital haemorrhage ("abnormal bleeding (general)"), heavy menstrual bleeding ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2009 she experienced sinusitis ("sinus infections"). An unknown time later she experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain;"), uterine pain ("severe uterine pain"), loss of libido ("loss of libido"), weight fluctuation ("weight fluctuations"), irritable bowel syndrome ("ibs"), uterine enlargement ("uterus enlarged") and abdominal distension ("intestines were swollen"). The patient was treated with drugs for constipation, psyllium hydrophilic mucilloid, other therapeutic products and antidepressants as well as surgery (removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, uterine pain, heavy menstrual bleeding, hot flush, loss of libido, migraine, headache, dyspareunia, depression, anxiety, fatigue and weight fluctuation had not resolved. The outcomes for genital haemorrhage, hypersensitivity, premature menopause, vaginal haemorrhage, sinusitis, gastric disorder, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, weight increased, irritable bowel syndrome, uterine enlargement and abdominal distension were unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, hypersensitivity, irritable bowel syndrome, loss of libido, migraine, pelvic pain, premature menopause, sinusitis, tooth disorder, urinary tract disorder, uterine enlargement, uterine pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure administration. The reporter commented: plaintiff took at least 30 nonconsecutive days taken off due to complications from essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.015 kg/sqm. Current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 27-apr-2020: reporter information were updated, removal of essure reported. This case is being submitted retrospectively following an internal review. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 40-year-old female patient who had essure (batch no. 624830) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included fexofenadine hydrochloride (allegra) since 2017, fluoxetine (B)(6) 2008 to 2017, montelukast sodium (singulair) since 2017, oral contraceptive nos, paracetamol (tylenol) and sertraline hydrochloride (zoloft) from 2010 to 2013. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), hot flush ("hot flashes/hormonal changes"), migraine ("worsening of her migraines/migraines"), headache ("worsening of her headache"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), depression ("worsening of her depression/psychological or psychiatric problems"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue/fatigue"), hypersensitivity ("allergic or hypersensitivity reaction"), premature menopause ("premature menopause"), gastric disorder ("stomach problems/gastrointestinal or digestive system condition"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"), 1 day after insertion of essure. On (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), heavy menstrual bleeding ("abnormally heavy menstrual bleeding/ prolonged mentruation/ abnormal menstruation/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2009, the patient experienced sinusitis ("sinus infections"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain;"), uterine pain ("severe uterine pain"), loss of libido ("loss of libido"), weight fluctuation ("weight fluctuations"), irritable bowel syndrome ("ibs"), uterine enlargement ("uterus enlarged") and abdominal distension ("intestines were swollen"). The patient was treated with antidepressants, drugs for constipation, psyllium hydrophilic mucilloid, and surgery (removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, uterine pain, heavy menstrual bleeding, hot flush, loss of libido, migraine, headache, dyspareunia, depression, anxiety, fatigue and weight fluctuation had not resolved and the genital haemorrhage, hypersensitivity, premature menopause, vaginal haemorrhage, sinusitis, gastric disorder, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, weight increased, irritable bowel syndrome, uterine enlargement and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, hypersensitivity, irritable bowel syndrome, loss of libido, migraine, pelvic pain, premature menopause, sinusitis, tooth disorder, urinary tract disorder, uterine enlargement, uterine pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff took at least 30 nonconsecutive days taken off due to complications from essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Current weight 161 lbs. Approximate weight at the time of essure placement 149 lbs. Lot number: 624830, manufacture date: 2007-05, and expiration date: 2009-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.